Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wired foot switch in the examination room does not work. Upon functional test fse has confirmed that there was malfunction with the wired footswitch.. Fse replaced the wired footswitch. After replacement of the wired footswitch the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not working. The system was in clinical use when this occurred. The procedure was completed using the wireless footswitch. There was no report of harm. Philips has started an investigation of this complaint.